Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 962 mg/dl. The customer stated that she did not know of any significant events leading to the admission. She stated that she was still in the hospital. She requested a representative to help with testing on the device for any malfunctions. Nothing further reported.